Event description:
The clinic reported a leak from the back of the machine. The gambro technical svs (gts) rep found a leak at the ultrafiltration (uf) pump outlet fitting. The uf pump outlet port was replaced. No pt involvement was reported.